Manufacturer narrative:
Box should have been checked as being 'yes' that the device was evaluated by the manufacturer.

Manufacturer narrative:
Analysis was normal. No anomalies found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant where multiple exchanges of stylets were done in order to try to position a ventricular lead, the stylet suddenly wouldn't advance in the lead anymore. Another stylet was tried and couldn't advance either. Dr. Ali successfully implanted a different sjm lead. The patient was stable pre, during and post-implant. She is (B)(6) years old. Her weight was not provided to me by the physician.